Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device boots to a blank screen with only information across the top of the screen. It was determined that the hard drive was corrupted, so the hard drive was reconfigured and software was then updated.

Event description:
It was reported the programmer will not boot up. No information was received indicating patient involvement.